Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted into the emergency room with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. The patient did not receive any treatment, they only had their blood glucose levels monitored at the emergency room. The patient was released an hour after getting to the emergency room. The patient removed the pod before seeking medical attention.